Event description:
During a cervical biopsy procedure, the cervical key punch biopsy instrument would not release the specimen by cutting the tissue, nor would the instrument handle unlock so that the instrument could be removed. Multiple attempts made by physician to unlock the instrument or complete the biopsy were unsuccessful. A second physician was also unable to unlock the instrument. The physician cut around the tip of the instrument to detach it from the cervix. The patient was then taken to the operating room and underwent repair of the cervical laceration.